Event description:
Abbott diabetes care (adc) received a medwatch report which reported the following information: on behalf of the customer, the reporter declared: "my 16 year old son was wearing a libre3+ sensor that was providing inaccurate low blood sugar readings for 5 days (B)(6) 2025 - (B)(6) 2025. Serial number (B)(6). We treated with unnecessary carbs for hypoglycemia and then with a finger poke realized he was actually high. I called libre customer support and was informed the serial number was one that had been recalled. We immediately removed the sensor and replaced with a working one. However, during this episode, he realized he had blurry vision which has still not subsided. This morning when that symptom was still persistent as well as a headache and body pain, I took him to the ER. He has failed his visual acuity test and can not see correctly. The ER doc says there is edema on his retinas due to persistent high blood sugars that we were unaware of. We are being sent to a specialist. Glucose readings are persistently high due to the trauma of this episode." It is unknown whether the customer noted a trend arrow on the device. Adc customer service successfully contacted the reporter to gain additional details regarding this event, and no additional information was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
This complaint was received via user report and has been reported to FDA. This issue does not meet reportability criteria; however, it is being reported to the FDA as the complaint was received via user report. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care (adc) received a medwatch report which reported the following information: on behalf of the customer, the reporter declared: "my 16 year old son was wearing a libre3+ sensor that was providing inaccurate low blood sugar readings for 5 days (B)(6) 2025 - (B)(6) 2025. Serial number (B)(6). We treated with unnecessary carbs for hypoglycemia and then with a finger poke realized he was actually high. I called libre customer support and was informed the serial number was one that had been recalled. We immediately removed the sensor and replaced with a working one. However, during this episode, he realized he had blurry vision which has still not subsided. This morning when that symptom was still persistent as well as a headache and body pain, I took him to the ER. He has failed his visual acuity test and can not see correctly. The ER doc says there is edema on his retinas due to persistent high blood sugars that we were unaware of. We are being sent to a specialist. Glucose readings are persistently high due to the trauma of this episode." It is unknown whether the customer noted a trend arrow on the device. Adc customer service successfully contacted the reporter to gain additional details regarding this event, and no additional information was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation and the customer agreed to return the device; however, at this time product has not yet been received. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. A valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. Tracking and trending reports for the past year were reviewed based on the product line and reported issue. The review identified a tripped trend, an investigation was conducted, and corrective actions have been taken. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.